Event description:
On (B)(6) 2025, it was reported by an arthrex employee via email that an ar-1922bc, suture anchor, biocomposite pushlock® 4.5 x 24 mm, broke during insertion. This was detected during a rotator cuff repair surgery on (B)(6) 2025. The case was completed successfully by using a new ar-1922bc. There was no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
The complaint allegation was confirmed. One unpackaged ar-1922bc batch 15225276 was received for evaluation. Functional testing was performed by moving the inner shaft to check for any resistance. No problems were found. Visual evaluation noted that the eyelet still attached to the device tip is missing a piece, most likely due to breakage. No damage to the handle or shaft was noted. The most likely causes of the reported failure are improper bone preparation, misaligned insertion, and prying/leveraging the device during insertion.